Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, "unknown when it was placed but noted yesterday that it was leaking at the catheter hub. The device was removed and a hole noted".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed and was determined to be use-related. One 18 ga powerglide pro catheter was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the device. A small split could be seen just distal of the catheter hub. A microscopic observation of the returned catheter showed a chevron-shaped split in the catheter. The split appeared to have a smooth fracture surface with sharp fracture edges. The catheter had characteristics of a split caused by a sharp instrument such as a needle bevel. Pulling the catheter back against the needle bevel may cause splits along the catheter shaft. This complaint will be recorded for future trending and monitoring purposes.